Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of radiculopathy and spinal pain. It was reported that the patient had a fall 18 months ago. The patient reported that six months ago, they started to have ¿weird stimulation¿ down their legs. The patient noted that it was not positionally related and that they had adaptive stimulation enabled. The patient reported that they would be sitting in church and not moving, and the stimulation would get strong enough that they would have to get up and leave. It was also reported that they were having inconsistent charging. The patient reported that it used to take 30 ¿ 45 minutes to charge the ins and now it takes them 1.5 ¿ 2 hours. The patient noted that they have excellent coupling while charging. No further complications are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient believed the fall was unrelated to the device. The cause of the issue was not determined. The patient was going to log dates and details when and weird stimulation occurs. No further complications were reported.